Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 5. The cg stated that she was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the cg to cycle power to clear the alarm. The cg confirmed to complete therapy with manual supplies. The tsr also advised the cg to inform the peritoneal dialysis nurse of the alarm. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify the root cause; therefore the root cause of the complaint was undetermined. The root cause investigation is in progress through (B)(4).

Event description:
A distributor in (B)(6) reported that the inspiratory pressure valve on an rd900 neopuff infant resuscitator is stuck. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.